Event description:
It was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no adverse impact to customer¿s blood glucose level.